Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The denovo lesion was a mildly calcified abdominal aortic aneurysm. A (B)(4) equalizer balloon catheter was advanced to perform a stent graft "touch up". During the first inflation to 10cc a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The denovo lesion was a mildly calcified abdominal aortic aneurysm. A (B)(4) equalizer balloon catheter was advanced to perform a stent graft "touch up". During the first inflation to 10cc a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed there were no kinks or dents observed on the catheter shaft. The balloon was found to be burst/ruptured near the proximal shoulder of the balloon. Both proximal and distal balloon bonds were examined and found to meet the required minimum bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).